Manufacturer narrative:
A partial lead was returned in two segments for analysis. The connector portion measured 12.2 cm and the distal tip portion measured 49.7 cm. External insulation abrasion was noted at 42.1-43.0cm from the distal tip, consistent with lead friction to the ICD can. The rv conductors were separated and melted at this location. This is consistent with the observation from the field of high hv lead impedance and lead fracture.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that alerts for out of range high voltage lead impedance and possible lead damage were observed. The physician suspected lead fracture. The lead was explanted and replaced. There were no adverse consequences and the patient was well after the event.